Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient representative regarding an implantable neurostimulator. It was reported that the patient's ins showed off today and they would like to turn therapy on. Caller states patient charges every day for 30 min. During the call, tried to have caller connect communicator, handset. And ins. Caller states getting prompted to select tm90 but then it goes to communicator not found. It was found the communicator was not powering on and when plugged in showing a yellow light. Caller is going to charge communicator and call back for assistance on turning therapy on. During the call, caller was able to confirm with the recharger and recharger app, the ins is 50% charged. It did take several attempts to connect with the recharger app, showing recharger disconnected, even when the recharger seemed to be on and charging the patient. But eventually it connected and the issue was resolved. If the patient calls back they are saying patients therapy is off and they want to turn therapy on after charging the communicator. T he patient rep called back and repeated that the patient's therapy was turned off and they were trying to turn it back on. The caller let the communicator charge for 2-3 hours, but the communicator still would not power on when it was unplugged. When asked the caller when the communicator was last charged, they said it had never been charged prior to today because they never had to use it. Reviewed that the communicator must be charged at least once every 6 months to maintain battery function. The issue was not resolved. A request was sent to the repair department to replace the communicator. Pt's family member requested support and was successful to pair the replacement handset/communicator to the pt's ins and confirm the equipment worked with pt's recharger. Caller requested support to change the language on the handset to spanish.